Manufacturer narrative:
The device has been returned and evaluated by product analysis on aug-2019 the following findings: during investigation, the alarm history verified low battery warnings. Pump returned with a cracked battery compartment and stripped battery cap threads. Cap is unable to tighten properly. A low battery warning was duplicated when confirming the verified screen due to loose battery cap connection. Battery alarm was repeated with a test battery cap. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Report late due to transition from vmsr program.

Event description:
On (B)(6) 2918, the reporter contacted animas, alleging a power (battery life w/ damage) issue. There was no allegation of an adverse event associated with this complaint. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.